Event description:
The suregeon inserted a cq2015 collamer three-piece lens but removed the lens during the same surgery due to a capsular tear. The incision was enlarged to remove the lens and sutures were not required. The reporter stated a vitrectomy was not performed and there was no damaged to the lens. The faciltiy uses a competitors phacoemulsification machine.